Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted on (B)(6) 2021. On (B)(6) 2021, the patient was admitted to an outside hospital with complaints of dizziness and shortness of breath. The patient was treated with antibiotics during this hospitalization. On (B)(6) 2021, the patient came in for a follow up appointment at the implanting facility, however, there was difficulty advancing the transesophageal echocardiography (tee) probe, so the procedure was aborted. The patient was tried again on (B)(6) 2021 with more anesthesia. A thrombus was seen via tee on the surface of the watchman closure device as there was evidence of a hyperechoic area of 1.9 x 1.0 cm with friability along this surface. There was no evidence of thrombus in the left atrium or the left atrial appendage. The patient was on xarelto 15mg prior to the procedure, but was switched over to warfarin 6mg. The patient was stable and scheduled for additional tee in 6 weeks for follow up.